Manufacturer narrative:
The package insert warns that misuse of the product may result in burns or permanent scarring of healthy tissue or blindness. Usage details of the product (i.e. Time of charge, time after charging, time of application, method of charge, number of treatments and time between treatments) were not provided. Therefore, sufficient information is not available to determine if the product was used according to the recommended instructions for use. Should the product be returned, a follow up report will be submitted with the testing results.

Event description:
A consumer reported that her (B)(6) daughter was using the scholl wart and verruca freeze product on her verruca and the product exploded and the liquid went onto her face. The mother also stated that her daughter washed her face and it appeared to be fine.

Manufacturer narrative:
Reckitt benckiser sent 2 samples to royal sanders (contract manufacturer) for evaluation. Royal sanders reviewed the batch record for lot 5007. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Visual examination of the implicated products did not reveal any abnormalities. Subsequently the complaint samples were examined against the technical and product specifications. No deviations were found and the samples met the product specifications. Based on the batch review and the investigations performed on the retained and implicated samples, the consumer's complaint is unconfirmed.